Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that storage space was unable to be recovered. A field service engineer found that the half-height cubie drawer 3-2 on the auxiliary cabinets was frequently not detected due to bus errors. The field service engineer reseated the row board cable, ribbon cable, and retractor band to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the storage space was unable to be recovered. The customer reported that the malfunction occurred when the user was trying to issue medication to the patient. There were no adverse events or injuries reported based on this incident.